Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Device evaluated by manufacturer? Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh composite ip. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jun-2010) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol sepramesh composite ip on (B)(6) 2010. As reported, the patient is making a claim for an adverse patient outcome against the sepramesh composite ip. Attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with ventral hernia thereby underwent open repair with implant of sepramesh ip. Per operative notes, ¿the hernia sac was opened and adhesions surrounding colon and omentum were removed. The omentum and colon were reduced in the abdomen and fascial edges were prepared for an underlay placement of a mesh. The small defect in the omentum was repaired with sutures and placed with sepramesh ip in an underlay fashion and secured by sutures.¿ (B)(6) 2015 - patient was diagnosed with recurrent incarcerated ventral hernia thereby underwent open repair with partial removal of sepramesh ip and implant with synthetic mesh. Per operative notes, ¿the incarcerated omentum was freed up and reduced. The adhesions to the anterior abdominal wall were taken. The defect was cephalad to the previously placed mesh. On the left side, the previously placed mesh was partly left in space and well incorporated and covered with peritoneum while on right side it was removed completely and sutured. A synthetic mesh was placed on the retromuscular space and sutured.¿ attorney alleges that patient had adhesions, pain, hernia recurrence and emotional injuries. It is also alleged patient had that partial removal of mesh, defect mostly cephalad to the previous bard mesh, incarcerated hernia.